Event description:
Customer reported that during the procedure, it was found that the device would not hold air. It was reported that there was no patient injury or problem. Customer confirmed that a pin hole was found by submergining the cuff in water. After several attempts to obtain the device, the device has not been returned for investigation. If futher information is obtained a follow-up report will be filed.